Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since their 12th session on (B)(6) 2017 it seemed as though their symptoms had regressed. The patient had urinary incontinence. The healthcare provider (hcp) did a urine specimen and advised the patient that it did not show an active infection, but it did not come back clear either. So it would be sent to the lab to have a culture done. It was noted that the issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.